Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple battery and power alarms. The customer received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now in less than 10 hours after low battery warning. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.